Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the atrial lead exhibited intermittent sensing. The device sensitivity would be reprogrammed at the next follow-up. The patient was stable and would be monitored.